Event description:
It was reported that a patient was burned by her recharger. It was reported that it was painful but there was no mark or scar. It was stated that it happened last week and two times last month. It was stated that the patient was charging right on the skin. It was noted that the patient never saw the antenna too hot screen. It was noted that the patient indicated that she had to charge every day. It was stated that repair would sent spacers and possibly a new antenna. Additional information received reported the patient was burned by the recharge ¿baddel/paddel¿ (paddle). It was stated that the paddle got hot. It was stated that the patient didn¿t think the recharger ever worked right. It was stated that the anomaly appeared to have occurred through product use. Additional information received reported that the device tested to specifications, c100.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), im planted: (B)(6) 2013, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).